Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check of the leadless implantable pulse generator (ipg), there were several episodes that looked like a sensing issue was causing the ipg to not pace resulting in pauses. This occurred several times during the check. A close look at the electrogram indicated that the issue was most likely a loss of telemetry; however, the clinician denied any movement of the programmer wand. The sensitivity on the ipg was reprogrammed and the occurrences stopped. The ipg remains in use. No patient complications have been reported as a result of this event.